Manufacturer narrative:
The reported complaint of a user advisory (ua) 12 (lifeband not present) message with the autopulse platform (sn: (B)(4)) was not reproduced during functional testing but was confirmed during archive review. A run-in test and lifeband clip detect switch inspection were performed. There was no device malfunction or defect observed. Review of the retrieved archive data, found multiple ua 12 messages on (B)(6) 2018 (not on the reported event date of (B)(6) 2018) thus confirming the reported complaint. Unrelated to the reported complaint, to ensure the platform is functional without issue, the brake gap was adjusted to manufacturer specification. During visual inspection, the load plate cover was found damaged. Upon customer approval, the component will be replaced and the device will be further tested to full specification. The autopulse platform is a reusable device and was manufactured on 28 april 2011 and has exceeded its expected service life of 5 years. Per the autopulse user guide instruct, to clear ua 12, the operator needs to ensure the lifeband is properly installed with the band clip seated in the drive shaft. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse with serial number (B)(4).

Event description:
During service check, the autopulse platform (sn: (B)(4)) displayed a user advisory 12 (lifeband not present) error message. No patient involvement.